Event description:
It was reported via repair work order that the side rail won't latch in the upright position due to the top rail broken at spindle mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.